Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-screen (3), lot r293, for a sample containing anti-c.

Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that negative reactivity appeared negative as reported by the instrument. The immucor product investigation lab confirmed the presence of the c antigen on retention capture-r ready-screen (3) test wells. Retention performed as expected. No patient sample was submitted for further investigation.